Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Evaluation status: in progress, 2 device evaluations are in progress. Additional information : 2 devices were not labeled for single-use, 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record.   Product return status 1 device was received. 1 device was not available for evaluation.   Event confirmation status 1 reported event was confirmed; the cause traced to component failure. Evaluation results 1 device was found to be affected by damaged internal components.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 2 events had no patient involvement; no patient impact.